Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also updating information submitted on the initial medwatch report. Evaluation results: the device was returned to zoll medical (B)(4) service department and the customer's report was observed during review of the device activity logs. The event date provided by the customer does not match the date indicated in the logs. However, the data acquired does support the customer's complaint. The multi-function cable and defib receptacle were replaced as precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age and gender unknown) the device would restart/reboot on its own. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.